Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they cannot see the active insulin status on the screen of their insulin. The customer's blood glucose level was 20 mmol/l at the time of the incident. The customer call was disconnected. Two attempts were made to call the customer back, but there was no answer. The customer returned the product for analysis.